Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device displayed an e2 error code and was getting really hot. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device locking components, cable and bearings were damaged. The device also failed pretest for no short circuit between sensor gnd and connector body(42), no short circuit between 5vdc line and connector body(42), no short circuit between hall sensors and connector body(42), no short circuit between phases and connector body(42), motor thermistor assessment, cutter lock assessment and loctite and cable assessments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The correct date is (B)(6) 2018. It was initially reported that the motor device displayed an e2 error code and was getting really hot. During further follow-up with the reporter, it was reported that the device would work sometimes but when it became hot an e2 error code showed and then the device would shutdown. Additional data: initial reporter facility name was reported as unknown in the initial report. This information has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.